Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. After the lesion were crossed with a 3.5 non-bsc guide catheter, a 2.5x20 balloon catheter and a guidewire, a 2.75x28mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was lifted up after several attempts. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 2.75 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent met resistance of a calcified lesion. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. After the lesion were crossed with a 3.5 non-bsc guide catheter, a 2.5x20 balloon catheter and a guidewire, a 2.75x28mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was lifted up after several attempts. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported and the patient status was stable.